Manufacturer narrative:
Follow up 5/18/2016: customer reported altitude alarm cleared. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump declared an altitude alarm. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, customer was notified that alarm should clear within 2 hours.